Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the occlusion pressure test. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a contaminated downstream occlusion sensor. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the contamination. As a result, the downstream occlusion sensor assembly was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Section a, b3, b6, b7: updated to reflect additional information. D3: correction. H6: health effect - impact code; no patient involvement.